Manufacturer narrative:
This report is submitted on march 24, 2022.

Event description:
Per the clinic, the patient experienced an infection at the implant site (date not reported) and subsequently was treated with oral and IV antibiotics. The device was explanted on (B)(6) 2022 and there are no plans to re-implant the patient with a new cochlear device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of receiver / stimulator. Device analysis report is attached. This report is submitted on may 26, 2022.